Event description:
It was reported that there were four absolute stents placed during the procedure in the femoral artery. One in the distal femoral, one in the mid femoral, and there were two placed in the proximal femoral. After the procedure was completed the pt was transferred to the recovery room, when it was noted that the pt had internal bleeding and the pt was immediately sent for emergency surgery for vessel repair. Reportedly, there was no device malfunction.